Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 bd minibore bi-fuse ext set 2cc were cracked. The following information was provided by the initial reporter: "where the 2 arms join at the bifurcation its cracked and fluid leaks out (in this case chemotherapy fluid)".

Event description:
It was reported that 2 bd minibore bi-fuse ext set 2cc were cracked. The following information was provided by the initial reporter: "where the 2 arms join at the bifurcation its cracked and fluid leaks out (in this case chemotherapy fluid)".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-jan-2022. Investigation summary: ninety-three mp2202c-0006 samples were received for investigation; one sample was received without packaging, and the rest of the samples were received in sealed packaging from lot 20105553. A visual inspection of the returned samples confirmed the customer's experience as in ninety-one of the returned samples a crack was visible in the tubing to tubing connector of the returned products. Twenty of the samples were then subjected to air-filled pressure testing; leakage was observed from the cracks of four of the returned sets. The details of this feedback were forwarded to the manufacturing site as well as the supplier of the tubing to tubing connector component for investigation. Their analysis confirmed that the cracked components occurred on components from various different cavities of the mould tool; however only some of the cracks had penetrated all the way through the component, with the cracking occurring from within the component to the external wall. Analysis of the retained samples from the reported lot did not identify similar cracking to the components which may have contributed to the customer's experience. Attempts were then made to replicate the observed cracking to the components, by applying the solvent used to bond the tubing to the tubing to tubing connector; no cracks were observed throughout the testing. A review of the production records for lot 20105553 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this feedback in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the mp2202c-0006 product over the past 12 months.